Event description:
It was reported that this right ventricular (rv) lead showed high shock impedance measurements out-of-range of 126 ohms. The patient was brought to the clinic, and the measurements were then down at 98 ohms. Technical services (ts) indicated that this measurement is just above the normal expectancy, and it is not uncommon to see shock impedances up to 130 ohms. Ts recommended to continue monitoring the patient and consider a commanded shock if the impedance increase over 145 ohms. This rv lead remains in service and no adverse patient effects were reported.